Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # l98575, product type accessory; product ID 7495-25, serial # (B)(4), product type extension; product ID 3487a, lot # j0104254v, product type lead. (B)(4).

Event description:
The patient reported they had a non-functioning unit removed and replaced. Information omitted pertaining to events (B)(4)¿ pump issue and (B)(4)¿ non-functioning unit. These events are not related, no cause of the event was provided however additional information has been requested and if received a follow-up report will be sent.